Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger was unable to charge a test battery pack. Upon evaluation, the solder pad at was lifted on the bedside borad. The root cause of the lifted solder pad cannot be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
03/18/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.